Event description:
Customer reported unexpected results when testing 2 patient samples on crossmatch assay on the echo. One sample resulted compatible and the other resulted incompatible.

Manufacturer narrative:
Review of the images shows that the batches that have resulted as incompatible have a flare that is seen in the final read and in the same spot is a hole in the monolayer. Performed a crossmatch assay (x2) on four known negative in house donors against an o negative donor's cells on the echo using retention capture-r select plates, lots sc188 and sc190 and capture-r ready indicator red cells, lot 221757. Controls performed as expected and all in house donors tested as compatible with the donor cells tested. Retention products performed as expected. Performed a crossmatch assay on the customers returned sample (B)(6) against returned donor segment (B)(6) and returned sample (B)(6) against returned donor segment (B)(6) on the echo using retention capture-r select plates, lots sc188 and sc190 and capture-r ready indicator red cells, lot 221757. Controls performed as expected and both returned samples tested as incompatible with the donor cells tested. Performed a phenotype on the customers returned donor segments (B)(6) for jka and jkb in tubes using retention anti-jka, lot 614007-1 and jkb, lot 615005. Controls performed as expected and returned donor segment (B)(6) tested 3+ positive for jka antigen and (B)(6) tested 2+ positive for jkb antigen. Performed a crossmatch assay on two known negative in house donors against returned donor segments (B)(6) on the echo using retention capture-r select plates, lots sc188 and sc190 and capture-r ready indicator red cells, lot 221757. Controls performed as expected and both samples tested as compatible with the donor cells tested.